Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device that the humidifier is no longer working. The user states that the plate will no longer heat. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.